Event description:
Upon opening a package of vacuette 8ml cat serum sep clot activator tubes (brand greiner bio-one), one tube was found with a cap that had an unknown substance that looks like dried blood. Outer plastic packaging has some small rips. Reference 455071p lot b2308353 wxp 2025-01-30.